Event description:
The manufacturer previously received information alleging an issue with a ventilator's ac port. There was no harm or injury reported. The device had not yet been evaluated. The device was returned to a third-party service center for evaluation. During the evaluation of the device a ventilator inoperative alarm condition and hard power failure alarm were observed. The device's system board was replaced to address the issues. The device's power supply was found to be defective and was replaced to address the issue. The system board addressed several other non-actionable alarm conditions noted in the device's downloaded event log. The device's blower assembly, machine flow sensor, system board tubing, blower chassis tubing, low flow o2 tubing, and inline proximal filter were found to be contaminated and were replaced. The device's muffler assembly, air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.